Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was in the 300's mg/dl. The customer stated that the screen is scratched and she was not able to read it. The customer also reported that the site was leaking with insulin. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No moisture damage on the electronics and motor noted. The pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.